Event description:
It was reported that the pt expired. The cause of death was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.